Event description:
Customer reported receiving a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 23854fl, reader sn (B)(4)). Although requested, no further information was provided by the customer.

Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false positive test. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Manufacturer narrative:
Update to h10: a technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
A repeat cue covid-19 test performed on (B)(6) 2022 provided a negative result. Customer tested negative with an abbott binaxnow antigen test on (B)(6) 2022, (B)(6) 2022 and (B)(6) 2022 as well as a sars-cov-2 pcr test on (B)(6) 2022. The customer had no known exposures. Cartridges were stored within the validated temperature range.